Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible with arm movements. All other lead measurements were normal. The device was reprogrammed. Patient was asymptomatic.